Event description:
This spontaneous case report was received on 18-feb-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5033894, received at FDA on 14-jan-2014). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and she stated it injured her as far as pain and mentally, she was sick for four and a half years suffering. FDA report type was 'injury', reported outcome of events was 'other serious (important medical events)' no information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6)-2009, the consumer had essure (fallopian tube occlusion insert) implanted. Consumer reported essure permanent birth control injured her as far as pain and mentally. In the end she had to have her tubes removed on (B)(6)-2013. She was sick for four and a half years suffering. Ptc investigation result was received on 27-feb-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, processing essure cases in (B)(4). Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical assessment the technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. Despite our repeated requests, follow-up information could not be obtained. Case closed on 17-mar-2014. Follow-up received on 19-may-2016 from the consumer: consumer was (B)(6) years old. She stated she had essure placed in 2010 (discrepant information) and, according to her; she experienced pain since the day it was inserted. Consumer also reported that she constantly went to the health care professional, who told her it was not the essure. Consumer had past medical history of lupus and nickel allergy. Approximately 2 ago, she went to another hcp, and the essure was removed. In addition, consumer informed that she believes she has "phantom pain", as she still feels pain sometimes and states that essure took her down. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who experienced pain since the day essure (fallopian tube occlusion insert) was inserted. She also reported it injured her as far as pain and mentally she was sick for four and a half years suffering. Pain is a listed event for essure in the reference safety information, whereas injured her mentally was regarded unlisted. During essure micro-insert therapy, abdominal and pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature, its positive temporal relationship with essure therapy and in the lack of an alternative explanation; causality between the reported pain and the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. The technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.